Manufacturer narrative:
The customer reports that even after the org was repaired, receivers 1, 2, 3, & 6 on the org have a low rssi level resulting in signal loss. The customer was sent a loaner org. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that even after the org was repaired, receivers 1, 2, 3, & 6 on the org have a low rssi level resulting in signal loss.